Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the tip of the driver broke of in the screw head and remained in the patient. This caused a 2 minute delay in surgery.

Manufacturer narrative:
The reported event could be confirmed. The device was returned and found to be in the condition stated in the event description. Based on the investigation, the root cause was attributed to misuse of the device / failure to follow the surgical technique. The returned device showed signs of intense usage. The hex tip was broken, blunt, and appeared to be slightly twisted. This confirms a sudden brittle fracture. All these signs are evident enough to suggest that there was intense usage of the driver including high torsional and bending load which led to a forced fracture. A review of the device history for the reported lots did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the tip of the driver broke of in the screw head and remained in the patient. This caused a 2 minute delay in surgery.